Manufacturer narrative:
(B)(4).

Event description:
Hamilton medical ag received the following event description: the hospital staff noticed that the t1 could not be switched to standby mode even when the power button was pressed, so they turned off the power by disconnecting the ac outlet and removing the battery. After that, for a while, the t1 could not be powered on even when the power button was pressed. - no patient involvement - replacement of the ventilator. Additional information on (B)(6) 2026: since a patient was involved in this phenomenon, please correct the content accordingly. A hospital staff member pressed the power button in an attempt to restart the t1, but the device did not power on. As he continued pressing the power button multiple times, the alarm eventually kept sounding while the screen remained dark.